Event description:
Healthcare professional reported "ruptured, patient with double bubble deformity". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and malposition.

Event description:
Healthcare professional reported "ruptured, patient with double bubble deformity". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿malposition: unable to observe as it is not related to the manufacturing. Process. ¿ rupture: observed an opening assessed as surgical damage. As per the investigation procedure, creases and nicks striated were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.